Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
On wednesday (B)(6) 2019, the field service engineer was supposed to do a preventive maintenance after re-calibration of the (B)(4) pointer. The pointer tip was completely bent. Health executive of neurosurgery theater, received the pointer in its box the same day. She throws the box but she certified to the fse that the box was not damaged when she received it and the pointer did not suffer any shock after that.

Manufacturer narrative:
The pointer probe was returned to the manufacturing site for investigation. Prior to this complaint this pointer probe was recalibrated and sent back to the customer without following the correct return process. Once the pointer probe was delivered to the hospital its tip was reported to be notably bent. The hospital representative who received the part certified that the box was not damaged when she received it and that the part did not suffer any shock after reception. Based on the available information, it can not be determined how and when the pointer probe has been bent.

Event description:
On wednesday 17 april 2019, the field service engineer was supposed to do a preventive maintenance after re-calibration of the (B)(6) pointer. The pointer tip was completely bent. Health executive of neurosurgery theater, received the pointer in its box the same day. She throws the box but she certified to the fse that the box was not damaged when she received it and the pointer did not suffer any shock after that.